Event description:
The customer reported a leak due to a disconnected tubing from the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The customer indicated that fluid leaked into the differential area of the instrument. The customer indicated that multiple milliliters of fluid leaked and was not contained within the instrument. The customer stated that the instrument generated differential and ambient sensor errors at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The customer reconnected the tubing to the blood sampling valve (bsv) to resolve the leak. However, the customer reported that the instrument was still generating differential and ambient sensor errors. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the reconnected tubing to the bsv. The fse also repaired the connector to the differential heater to resolve the differential and ambient sensor errors. Failure mode of the event is attributed to a disconnected tubing from the bsv and a broken connector on the differential heater. Beckman coulter internal identifier for this report is (B)(4).